Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company haptics adhering to the optic surface following delivery with the company device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the leading haptic of the intraocular lens was adhered to the spherical posterior lens surface, making removal difficult. The surgeon attempted to detach the haptic, which posed a risk of capsular rupture though no capsular rupture occurred. Eventually, the haptic settled into place. There was no patient impact. Additional information was requested.